Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia of 23 mmol/l and the insulin pump received low battery , short battery, power detected error and replace battery alarms. Troubleshooting was performed. The customer was advised to monitor the insulin pump. Product is expected to return for analysis.